Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (37 mg/dl). Reportedly, the customer miscalculated the amount of carbohydrates in the food that was consumed and over bolused. Customer consumed juice to stabilize blood glucose levels.